Manufacturer narrative:
Concomitant medical products: erbe electrosurgical generator, unknown model. For this one (1) event, a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. We could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. If the elevator of the endoscope is placed in the closed/up position with the sphincterotome inside the accessory channel, this could cause a kink in the sphincterotome. Prior to distribution, all fusion omni-tome pre-loaded sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicates that during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion omni-tome pre-loaded sphincterotome. During the procedure, the user lost wire guided access to papilla. There was a patient involved with no patient consequences.

Manufacturer narrative:
Manufacturer exemption number: e2015051. This MDR report is part of the 227 pilot program. Continued from section d.11: erbe electrosurgical generator, unknown model. For this one (1) reported event, the device was returned to cook for evaluation. Due to the condition of the returned device, we were unable to complete a full evaluation. Our laboratory evaluation of the product said to be involved confirmed that the wire guide lumen has been fully utilized. The outer edge of the wire guide lumen exhibits fraying along the separation line. There is a long thread like string of the catheter material hanging loosely but remains attached to the catheter and a rippled affect was noted approximately 100 cm from the distal tip of the device. Since the wire guide lumen was returned fully utilized, functional testing with a wire guide separating the wire guide lumen was unable to be performed. Additionally, it was noted the wire guide returned with the sphincterotome has damaged coating. Approximately 5 cm of core wire is exposed, but the damage did not occur at the distal end of the wire guide. No piece of the coating material is missing and the damage could have occurred due to the difficulty performing the zip exchange. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all fusion omni-tome pre-loaded sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicates that during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion omni-tome pre-loaded sphincterotome. During the procedure, the user lost wire guided access to papilla. There was a patient involved with no patient consequences.